Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician rpeorted that during an intervention to replace a malfunctioning lead, the x-ray marker associated to the subject pacemaker was found to have been detached. This detached marker was found inside the pocket. The pacemaker was also replaced during the re-intervention.

Event description:
The physician reported that during an intervention to replace a malfunctioning lead, the x-ray marker associated to the subject pacemaker was found to have been detached. This detached marker was found inside the pocket. The pacemaker was also replaced during the re-intervention.